Manufacturer narrative:
The reagent lot number and expiration date were not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found that the cell detergent level was too low and corrected it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 235 umol/l. The sample was repeated and the repeat result was 89 umol/l.